Event description:
It was reported the patient experienced loss of inflatable penile prosthesis function due to mechanical failure for the past month. The patient was expected to have the inflatable penile prosthesis replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.